Event description:
Hamilton medical ag received the following event description: the ventilator alarmed with tf5005 (high volume limit).

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing. Additional information added in follow-up #2 (B)(4). Field updated. The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a defective plunger of the expiratory valve. After replacing the expiratory valve, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the plunger of expiratory valve could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following event description: the ventialtor alarmed with tf5005 (high volume limit).